Event description:
It was reported that a large atrial signal was seen on the v channel, potential crosstalk. On replacing the device, the far field signals were not observed. The device was returned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of crosstalk was identified via programmer printouts from the field but was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found. The cause of the crosstalk could not be determined.